Manufacturer narrative:
The surgeon plans to revise the mandibular component soon. It is still implanted.

Event description:
It was reported that the mandibular component is going to be removed due to dislocation and pain. The surgeon plans to redesign the ramal component to fit into the existing fossa component.

Manufacturer narrative:
The reported event could be confirmed as the surgeon provided a CT scan. This patient received left tmj devices in conjunction with a right sagittal split and lefort 1 osteotomy. The surgeon confirmed that there was no malfunction of the device. The surgeon ordered a revised mandibular component to correct the patient¿s dislocation. Overall, as the surgeon stated this event does not indicate any device failure, malfunction, or other performance issues. The device history record was reviewed, including the manufacturing documents and inspection specification. All devices met specifications. H3 other text: it is still implanted.

Event description:
It was reported that the mandibular component is going to be removed due to dislocation and pain. The surgeon plans to redesign the ramal component to fit into the existing fossa component.